Event description:
The lay user/patient's daughter contacted lifescan in 2006 and alleged that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was unable to reach the reporter/patient via phone after several attempts. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classiify the case. The reporter stated that the patient has had the subject meter for about a month. Around 8:00 am, the patient tested on the reported meter with a result of 507 mg/dl. He was not experiencing any symptoms at the time of the test. Within a few minutes, the patient also tested on two other meters (one touch ultra2 with result of 606 mg/dl and freestyle meter with result of 250 mg/dl). The patient took insulin (reporter mentioned that he "did not give himself too much insulin", but administered humalog 75/25 via insulin pen "what he normally gives himself"). After taking the insulin (time difference unknown), he turned "gray" and had to drink orange juice. It is not known if he received any medical attention after that. At the time of troubleshooting, it was verified that the meter was set in the correct unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The reporter was walked through a control solution test, which passed within range. This complaint is reported because based on the information provided by the reporter, it is unclear if the patient took his normal insulin (with unknown dosage) or took his normal sliding scale insulin for that result. After administering the insulin, the patient turned "gray" and self-treated with orange juice. It is not known if he received medical attention. A replacement meter, test strips, and control solution were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.